Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/16/2021. H.6. Investigation: four representative samples with sealed packaging were received by our quality team for evaluation. The samples were first subjected to visual inspection to check for catheter damage, and then further subjected to the catheter pull test. All four samples met the product specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. A manufacturing review was performed at the flaring and swage depth measuring station and there are no possible contact points which could cause any damage to the catheter. There is also an automated vision system at the assembly machine whereby if there is any broken catheter occurred in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will fail the lie distance. The nonconformance could have occurred out of the manufacturing facility during product application. As all representative samples passed the visual inspection and catheter pull test, and no actual samples were returned, a root cause could not be established. H3 other text : see h.10.

Event description:
It was reported that 3 bd insyte¿ IV catheters broke from their hubs after placing them in the patients. The following information was provided by the initial reporter: "plastic cannulas broke whilst cannulating patients."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ IV catheters broke from their hubs after placing them in the patients. The following information was provided by the initial reporter: "plastic cannulas broke whilst cannulating patients."